Event description:
During lap chole, we were trying to remove the gallbladder with the superbag. The first one malfunctioned and would not deploy. The second one deployed but the bag ripped. FDA safety report ID # (B)(4).